Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged seeing black particles. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported received an issue related to a CPAP device's sound abatement foam alleging visualization of black particles in the device. There was no report of patient harm or injury. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In section h6 has been corrected/updated.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing black particles. There was no report of patient harm or injury. The device was returned to an authorized service center for evaluation. The device was visually inspected. During the evaluation the service center found dust/dirt inside the device and failed decontamination test. The service center also found the device passed evaluation test and did not find any contamination or particles. The device's event log was reviewed by the service center and found the error log showed e-7, e-53, and e-55 errors were logged. The service center concludes the device not needed for internal stock and the device was scrapped as per customer's request.